Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing of approximately 200 blocks. The complaint reported that "tissue is coming out mushy." On (B)(6) 2015, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable. Investigation of this complaint by leica biosystems is in progress.

Manufacturer narrative:
Bottles 5 and 6 (ethanol) were each removed from the instrument for four (4) seconds at 06:21am on (B)(6) 2015, which is not sufficient time to complete manual replacement of the reagents; and the properties of each of the corresponding reagent stations were reset at 06:21am on (B)(6) 2015. Resetting the reagent stations set the concentration to the default value of 100% in both instances; and reset the number of cassettes processed and the number of cycles and days to zero. However, the actual ethanol concentration in bottles 5 and 6 remained unchanged at 88.5% and 96.8% respectively, because the reagent had not been replaced. The reagent in either bottle 5 or 6 was then used for the final dehydration step in each of the two (2) protocols from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause of the sub-optimal tissue processing reported was a use error. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/ peloris ii user manual.

Event description:
The sub-optimal tissue processing reported by the complainant was derived from the "winthrop 8 hour" protocol started in retort b at 09:30 am on (B)(6) 2015 and the "winthrop 8 hour" protocol stared in retort a at 09:30 am on (B)(6) 2015. These protocols comprised (B)(4) and (B)(4) cassettes respectively, based on data entered into the instrument software by a user.